Event description:
It was reported that the device was placed in the patient's jugular vein and used for dialysis three to four times a week for two to three hours at a time. After three months of use, the doctor found a crack in the luer connector of the catheter. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).